Manufacturer narrative:
The device was received for evaluation on 4/29/2025. As received the clave was observed to be partially separated from the upper lid of the burette. The shape of the deformation was angled where one sided is higher than the other, typical of a bend break. The reported complaint of a clave bend can be confirmed. The probable cause of the broken port is due to an unintentional bending force during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in was found to have leaked during patient use. The reporter stated ¿green clamp was closed, but solution continued dripping into burette. When burette was full, the solution leaked from clave." The quantity affected is 1 and is available for return for evaluation. A sample photo was not provided. There was no patient harm reported.